Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information was received and indicated that the cause of the observation was not determined. No intervention was being planned due to patient condition. The patient will continue to be monitored. The system remains in service. No additional adverse patient effects were reported.